Event description:
While wearing the sound processor, the pt reportedly experienced loss of lock between the external equipment and the cochlear implant. In 2005, the pt was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.